Event description:
It was reported that the patient with this right ventricular (rv) lead had an infection. The patient was treated with antibiotics. There were no additional adverse patient effects reported. The rv lead remains in service.